Event description:
The patient¿s spouse reported that the patient gets an electrical shock and their heart rate and blood pressure go up when the low battery on the smoke detector goes off. The spouse was very upset and insistent that the device was the cause. Follow up with the patient¿s clinic indicated that the patient has not been seen and has not contacted them regarding the incident. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).